Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an cryoablation a polarxfit was selected for use. The complication was not caused by the boston device used in this procedure, but occurred due to the procedure performed before using the boston scientific device, which resulted in cardiac tamponade. The procedure using the boston device was completed, and the tamponade was identified afterwards. According to the physician's opinion, the complication was caused by a sheath inserted during the ventricular biopsy prior to the use of the boston device. The device is not available for return due to disposal. Furthermore, it was reported the procedure was performed in the order of ventricular biopsy followed by ablation (using boston product). A right ventriculography was performed after inserting the sheath into the right ventricle for biopsy. However, the contrast agent was leaking from the right ventricle at the time of contrast imaging, which was determined to be a complication caused by the sheath inserted during the ventricular biopsy. The leak was only noticed after the ablation was completed. The sheath inserted into the right ventricle was not a polar sheath.